Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/17/24 an ilet use reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 12/16/24. On 12/16/24 the user's bg dropped to 40 mg/dl prompting a 911 call by a friend after the user had consumed 3 cups of juice, jelly, and baqsimi. The user felt they were going in and out of consciousness but did not go to the hospital, although ems arrived and assisted until bg levels were stabilized. The user requested ilet adjustments to help prevent further low bg incidents, and the customer care agent notified the field team to provide additional training.